Event description:
Pt on chemo therapy with port-a-cath. Admitted on (B)(6) 2010 with shortness of breath. Chest xray revealed a broken piece of catheter tubing in the right main pulmonary artery. Pt taken to interventional radiology for removal of broken catheter.